Event description:
The customer reported that while the iabp was in use on a pt, the iabp helium tank depleted faster than normal. The customer checked the connection and replaced the washer but the helium tank continued to leak.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative replaced the helium regulator (B)(4). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The helium regulator was returned to the mfg facility in (B)(4) for eval. The part replaced is being requested to be sent to the mfg facility in (B)(4) for eval. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).